Event description:
It was reported that the patient experienced a shocking or jolting sensation near the lead incision site when the implantable neurostimulator was turned on. The patient had been doing a "deep clean" of the house and yard when a sudden change was noticed. The patient also could feel a wire under the skin that was not felt prior to this event. The patient was scheduled to see the health care provider on (B)(6) 2011. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the hcp reported that the cause of the event was an aggressive workout. The hcp did not attribute the cause of the event to any device. There was no surgical intervention, and it was reported that there was no other information of importance.

Manufacturer narrative:
Lead model 3093-28 lot# v386942 implanted: (B)(6) 2010 explanted: unk; programmer model 3037 serial #(B)(4).